Event description:
Th pt has two leads (from the same lot). It was reported, the pt is not receiving adequate stimulation. An impedance check did not reveal any anomalies, but the ability to increase stimulation is limited. No further action is planned at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.